Manufacturer narrative:
Patient information was unavailable. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that intra-operatively, the spheres were not being tracked. It was not possible to improve even though the product was replaced with new passive markers. The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome. However, it was reported that the patient would be followed up with at a different time. There was a reported delay to the procedure of less than one hour due to this issue. The passive marker was discarded. After the procedure, the parts were inspected and the issue could not be reproduced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received clarification when a visit took place for inspection, the passive marker had been discarded already. No system checkout was performed because the issue was resolved on the phone.